Manufacturer narrative:
(B)(4).

Event description:
Clinical nurse contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient came into the clinic to have the data downloaded from the receiver, but there was no data. No additional event or patient information is available.